Event description:
It was reported that x-rays taken approximately 3 months post op showed that four set screws backed out and two rods slipped. A revision surgery was perfomred approximately 4 1/2 months post op.